Event description:
It was reported that continuous glucose monitor displayed error message and customer sought assistance. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, error message did not recur after reset, and customer was advised to wait before starting sensor session, which customer understood and accepted.